Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test and the dn (distribution node) to rear therapy electrode cable was pulled from strain relief. There was a broken solder joint connecting the trunk cable pulse wire and rear therapy electrode pulse wire inside the distribution node (dn). The cause of the broken joint was the pulled cable. The cause of the test failure and the non-functional therapy electrodes was the broken solder connection. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.